Manufacturer narrative:
Product complaint #: (B)(4). Date sent to FDA: 2/23/2021. The following information was requested and obtained: granted permission to request/obtain information from surgeon. The following information was requested however, not received. If the further details are received at a later date a supplemental medwatch will be sent. What product of dermabond was used? Product code and lot number? Please describe how the adhesive was applied. What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). What is the current status of the patient? Product will not be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a port removal procedure on (B)(6) 2020 and topical skin adhesive was used. Patient had allergic reaction, hives, itching and a scar. Four months post surgery, painful hives around the area. Treated by dermatologist, allergist, wound care and internal medicine doctors with prescribed steroid creams, anti fungal creams, antibiotic creams, doxepin and hydroxyzine hcl. Additional information has been requested.